Manufacturer narrative:
Additional information: according to the information and in situ measurements received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The mother reported that in july 2023 the recipients hearing performance with the device was not the same. Subjective tests indicated that the user did not hear any sound. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information and in situ measurements received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Event description:
The mother referred that 1 month ago (B)(6) 2023) the recipient_s hearing performance with the device was not the same. Subjective tests detected that she did not hear any sound. Re-implantation is planned. No date has been scheduled yet.

Event description:
The mother referred that 1 month ago ((B)(6) 2023) the recipient_s hearing performance with the device was not the same. Subjective tests detected that she did not hear any sound. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Further damage to the active electrode, likely caused by minute device mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The mother reported that on (B)(6) 2023, the recipient's hearing performance with the device was not the same. Subjective tests indicated that the user did not hear any sound. The user has been re-implanted.